Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant procedure, the r-waves were noted to be low and the right ventricular (rv) lead was thought to have been dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.